Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/26/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the pump black box showed that the data from the date of the complaint had been overwritten. The original complaint was unable to be duplicated. The pump powered with the returned battery cap. The pump was exercised for 24 hours with no loss of prime or prime related warnings occurring. The force sensor calibration check passed within specifications. The force sensor pins were seated and the solder connections were intact. There was no evidence of moisture or loose components inside the pump.